Manufacturer narrative:
Patient information is unknown. It is unknown when device broke. Lot number is unknown. It is unknown when device was implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the surgeon reported occasional breakages of the 2-column volar distal radius plate. The surgeon had one case in (B)(6) 2017. Subsequent to implantation, the plate broke and the patient had revision surgery, then went on to heal. There was no reported delay in surgery. The surgeon believes the plate breaks through the k-wire holes on the two arms of the plate. The surgeon feels these holes are not necessary and provide a weak point in the plate. The surgeon also feels that if there is a delayed union following corrective osteotomy then the plate may break. This report is for a 2.4mm titanium (ti) va-lcp 2-clmn vlr dst radius pl 7h hd/3h shaft/rt. This is report 1 of 1 for (B)(4).